Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead was over- sensing noise. The noise could not be reproduced. A chest x-ray revealed no anomalies. Sensitivity was reprogrammed from 2.0 mv to 4.0 mv.